Event description:
Remodulin and tadalafil indication: peripheral vascular disease, unspecified, and pah (pulmonary arterial hypertension), and atherosclerotic heart disease of native coronary artery without angina pectoris, and essential (primary) hypertension. Per (B)(6), the pt (patient) experienced a pump issue overnight while hospitalized and has been off of their remodulin since around midnight. (B)(6) reported that the pt was hypoxic and was unable to recall their pump rate or dosing information. (B)(6) advised that they are working to transfer the pt to another hospital. There was no additional information given regarding the specific number of the pump alarm code, if any pharmacy troubleshooting was done, or if the pump is available for return. The pt did experience a 12 hour interruption in therapy and did experience an adverse event due to the product defect. Winrevair maintenance dose shipped (B)(6) 2025. Pt's last recorded weight on (B)(6) 2026 was 130lbs. The pump serial number was not provided, however, per the pharmacy dispensing system, the pt has these pumps checked out for use: utpm0015500, and utpm0015495. No additional details, dates, or information provided.